Event description:
It was reported that the device was causing an impedance rise and noise with high output pacing. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Beginning the week of (B)(6) 2011, both rv pace and a pace lead impedances become erratic, rv pace impedance rising as high as 2800 ohms, and a pace impedance rising as high as 1312 ohms impedance - high resistance/impedance. Oot subthreshold lead impedance patient alert is observed on (B)(6) 2011. Noise - interference/noise high v-sic counts are observed with 46 counts occurring between the (B)(6) 2011 and explant on (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Beginning the week of (B)(6) 2011, both rv pace and a pace lead impedances become erratic, rv pace impedance rising as high as 2800 ohms, and a pace impedance rising as high as 1312 ohms impedance - high resistance/impedance (B)(4) subthreshold lead impedance patient alert is observed on (B)(6) 2011. Noise - interference/noise high v-sic counts are observed with 46 counts occurring between the (B)(6) 2011 and explant on (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system.